Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in the emergency room with diaphragmatic twitching. Interrogation was performed and confirm the right ventricular (rv) lead was causing the diaphragmatic twitching. Diagnostic imaging was performed and confirmed that the rv lead was perforated. The rv lead was revised successfully. The patient was in stable condition.